Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4).

Event description:
It was identified during on going investigation screw fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date d4: expiration date and UDI not available g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date not available h6: evaluation codes h10: additional narrative an implant and screw were returned for investigation in the complaint. Visual inspection of the as returned products identified worn markings due to usage, excessive bone/debris and a fracture on the collar and a screw fractured (screw inside implant). Pre-existing conditions were noted on the per was smoker/tobacco use. The reported device location is unknown and was used for approximately 6 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01 information identified: 'warnings' 'precautions' 'potential adverse events'. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: DHR review was completed for the subject lot number (2015060467). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported iuniht product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: complaint history review was performed for the reported lot number (2015060467) for similar event and no other complaint was identified. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: fracture : implant and fracture : screw post market trend review: june post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed

Event description:
No further event information is available at the time of this report.